Manufacturer narrative:
The customer¿s reported problem was confirmed. Serial number provided was not valid therefore a review of the device history record cannot be performed.

Event description:
It was reported that the alaris pc unit displayed a error code 133.6090. There was no patient involvement.